Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 6/28/2019. Device returned to manufacturer: yes. Device evaluation: a pcb00 device was received inside the packaging box. The pushrod was observed in completely advanced position. The pcb00 was observed under microscope and scarce amount of viscoelastic residues were observed inside the device. Dfu states to completely fill the viewing window with ovd. No lens or lens haptic was observed inside the device. The complaint could not be verified since the lens was not returned. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis itec preloaded intraocular lens (iol) had an unfolding issue and missing component (missing a haptic). There was no patient contact reported. No other information provided.